Event description:
Information received indicates that two aortic punches were used in sequence during the case and both would not cut tissue and became stuck preventing further use. Hcp also noted patient tissue was torn by the device. Tissue tears were repaired intra-operatively with a stitch; hemostatsis was achieved and no additional patient complication was reported.